Event description:
It was reported that during a surgical procedure at the user facility that the device stopped working. This resulted in a surgical delay greater than 30 minutes. No medical intervention was reported to be required as a result of the device no longer working. The procedure was completed successfully. No additional medical intervention and no additional adverse consequences were reported.

Manufacturer narrative:
Corrected data..

Event description:
It was reported that during a surgical procedure at the user facility that the device stopped working. This resulted in a surgical delay greater than 30 minutes. No medical intervention was reported to be required as a result of the device no longer working. The procedure was completed successfully. No additional medical intervention and no additional adverse consequences were reported.